Event description:
"Sensor of the masimo probe became detached from adhesive strip and white cable. Wires are not exposed on this probe." What was the original intended procedure? Monitoring of spo2. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
The evaluation associated with this report was provided to the u.s. FDA in a letter dated 11/09/2011 in response to an additional information request. This is a follow up to the user facility report submitted and received by masimo. (B)(4).